Manufacturer narrative:
Pump passed displacement test, basic occlusion test and prime test. However, pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump was received with minor scratched display window, cracked case display window corner, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 206 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.